Event description:
Dialysis blood line leak at arterial blood chamber while pt was receiving dialysis treatment. Treatment was discontinued, blood not returned to pt, blood culture was drawn and vancomycin gm IV given. (Approximate blood loss of 200cc).